Manufacturer narrative:
"Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards."

Event description:
It was reported that a syringe 1ml s/t w/ndl 26x5/8 rb had the needle pull out of the hub during use. The following was reported by the initial reporter: "patient reported having issues drawing medication with needles. Patient reported needles came off with cap."